Manufacturer narrative:
The investigation found that an in-house guidewire could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. Further investigation found incomplete flaring of the proximal microcatheter shaft with exposed braid and damaged ptfe lining, which would have caused the resistance experienced during functional testing. The ptfe damage is consistent with attempting to insert another device into the partially flared lumen. The physical evaluation of the device could not identify the conditions or circumstances that led to the flaring issue and exposed braid, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the microcatheter was being used in an unspecified procedure. Reportedly, during prepping when attempting to insert a guidewire into the microcatheter from the hub, the guidewire could not be inserted. The microcatheter was replaced with a competitor¿s microcatheter to continue the procedure, and the guidewire was successfully inserted into the second microcatheter. Subsequently, the procedure was successfully completed without injury to the patient. The investigation of the returned device found lumen coil exposed at the hub joint.